Event description:
It was reported that a patient experienced a pericardial effusion and cardiac perforation. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the physician was looking for the left vein to check isolation with exit block, felt that the guidewire touched something and felt a little resistance but went through it as he thought it was the vein. When tried to ablate, the 301 error was displayed on the console and after that, it was observed that a perforation had occurred in the pericardium with the wire. The event was solved by draining 400 ml of blood. The patient was admitted for further observation and it's expected to fully recover. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use. The device is not expected to return for analysis as it was lost.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.